Event description:
The applied medical 5mm trocar broke off and fell inside of the patient. This was a new item, a piece of the trocar broke off. The surgeon retrieved both the broken piece and trocar. There was no patient injury.